Manufacturer narrative:
Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID: 3986a, serial# unknown, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, (B)(6) (hcp): additional information was reported that the patient's extension broke the in pocket under the ins. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, serial#: unknown, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3986a, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated that he had one lead go out in like the first six months of the ins being implanted. The patient mentioned that he met with a manufacturer representative (rep) and the rep reprogrammed some stuff and he still had coverage on the areas that were painful, so he had three working leads then. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2014. Product type extension, product ID 3708260, serial# (B)(4), implanted: (B)(6) 2014. Product type extension, product ID 3986a, serial# unknown, implanted: (B)(6) 2014. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause of the extension breaking was unknown. The unit was replaced and was given a loop of the lead cable for more give on (B)(6) 2020.